Manufacturer narrative:
D4 serial number and UDI were revised.

Manufacturer narrative:
Additional information received confirmed the event date as initially reported and repopulated in b3 (date of event). Related report number. This is one of two device reports related to the event. Refer to h10 for the related report number(s). Correction. D1 brand name was corrected accordingly.

Event description:
A 53 year old female patient treated with impella 5.5 due to heart failure with reduced ejection fraction. Patient has factor v deficiency and non ischemic cardiomyopathy due to breast cancer and chemotherapy and radiation. Reduced ejection fraction of 10 % discovered while patients was waiting at home on guideline directed medical therapy for orthotopic heart transplantation. Patient having more heart failure symptoms and being hospitalized multiple times - patient admitted to intensive care unit and placed on intra-aortic balloon pump. Plan was to bridge to heart transplant with impella 5.5. Intra-aortic balloon pump weaned during impella insertion procedure. Patient having a high rate of panel-reactive antibodies despite plasmapheresis - therefore transplantation option deemed low for this patient. More then four weeks after support initiation, placement signal issues happened during support and patient also experienced self-resolving suction alarms - support time was longer than recommended in instructions for use. No further information available on how this was addressed or of the consequences for the patient. Following purge cassette change there was an alarm noted on purge failure and switch was made to a new automated impella controller - new controller with the previously used purge cassette resolved the issue. Hcp noted, that previously purge pressure had been bouncing in values and shared this following the controller switch - no patient consequences were reported and limited information available. Patient continued to have alarms for placement and followed to have placement signal unreliable alarms. During this patient stayed asymptomatic as well as the pump flows and motor current were unchanged. Hcp gave more volume as low status assumed to be the reasoning for alarms. During support noted that 3 way fixation of cable was not in place and reduced to 2 way fixation - informed hcp about importance of fixating the cable to ensure optimal device performance. After more than six weeks patient successfully bridged to transplant - this is beyond the recommended time of use for the device. Impella support was continued beyond the recommended 14 day duration; prolonged use can increase the risk of complications and therefore may have played a contributory role in this adverse event. Aic - priming problem on day 31 of impella 5.5 support, there was a priming problem with the automated impella controller (aic). After completing priming of a new purge cassette for a purge cassette change, the aic alarmed for purge system failure. Staff performed an aic exchange and used this same new purge cassette to provide support without issue. The nurse noted that earlier that the purge pressure was oscillating between the 400s and 800s mmhg realm. The purge pressure and purge flow were stable after the aic replacement. This signals that the issue stemmed from the aic's purge driver/controls. 5.5 low or blocked pump flow during impella 5.5 support, there was a recurrent issue with low or blocked pump flow due to suction. On day 24 of support, there were occasional suction events that were treated with albumin to increase fluid volume in the left ventricle. On day 41 of support, there were also occasional suction alarms that were improved by volume given to the patient due to auto diuresis. There are no further mentions of suction. 5.5 placement signal issue once the patient reached 29 days of impella 5.5 support, there were multiple placement signal issues. On day 29, the placement signal metric (56/46) was significantly lower than the patient's blood pressure (88/67). On day 39, the aortic placement signal dropped significantly which was accompanied by sustained placement signal low alarms. The patient was asymptomatic with stable blood pressure and echo confirmed correct pump position. The ao signal was adjusted on the console which corrected all waveforms and resolved the issue. The next day, day 40 of support, the placement signal drifted again. The patient was once again asymptomatic with motor current and flows within normal limits. The alarm progressed to a placement signal not reliable (psnr) alarm, which was silenced due to stable patient metrics and no symptoms. The abiomed representative educated the staff on monitoring via the motor current metrics, as the aortic placement signal metrics were suspended due to active psnr. He with the currently suspended aortic placement signal metrics. There was no consequence to the patient, as continued monitoring remained feasible via staff education on motor current console metrics.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D4 catalog was revised. The investigation was completed. Investigation summary: low or blocked pump flow: the root cause of the low or blocked pump flow was not determined due to lack of sufficient clinical details, and unreturned product and logs for further investigation. Placement signal issue: the root cause of the placement signal issue was not determined due to lack of sufficient clinical details, and unreturned product and logs for further investigation.

Manufacturer narrative:
B5: added related device information. H10: added related device report number.

Event description:
This impella 5.5 device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella aic.